Event description:
It was reported by svc report that the fowler will not go up or down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler weldment. Unit was removed from svc and forwarded info to tech support for possible weld warranty replacement.